Event description:
The manufacturer received information alleging a trilogy evo ventilator inoperative condition occurred during a software upgrade. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The software upgrade as was attempted a second time to address the issue and was successful in clearing the ventilator inoperable condition. Additional findings not related to the malfunction/issue was proactive replacement of the flow sensor and blower assembly due to contamination.